Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) requesting assistance to get the set out to start therapy over on the homechoice (hc) unit. The caregiver (cg) stated the home patient (hp) forgot he was in priming and removed the blue cap off the patient line. The cg stated the solution started coming out so he covered the line with his bare hand and contaminated the patient line. The technical service representative (tsr) assisted the cg to cycle power off/on and then instructed the cg to press go. The tsr further assisted the cg to remove the set at "load the set" and to cycle the power back off. The cg confirmed the hc was okay and the cg confirmed to start over with all new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an overprime. The report was not confirmed in the lab due to a lack of sample; however, based on the information obtained during baxter's investigation this incident was caused by user error related to the patient removing the patient line from the organizer when he removed the cap during prime. The homechoice apd systems patient at-home guide instructs patients to confirm the position of the patient line before and during priming. The guide also instructs patients to remove the patient line from the organizer. The guide has multiple instructions and warnings for aseptic technique. This review finds the labeling adequate for the potential use error(s) in the complaint. Product sample was discarded, and lot information is not available. Therefore, a batch review was not conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.